Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip was defective. The case was completed with another device of the same product code. There was no patient consequence.